Event description:
It was reported that after lead repositioning, >2000 ohms impedance was noted in both configurations. During the repositioning procedure, the impedance was within normal limits. The lead was damaged during the procedure and therefore was explanted.